Event description:
It was reported that the temperature readings were faulty and the thermistor appeared not to be working. There were no patient complications. It was later indicated that the faulty reading was high. It was confirmed that there were no patient complications.

Manufacturer narrative:
One catheter was received with an attached contamination shield and monoject 1.5cc limited volume syringe. The thermistor was found to read 39.3 c when submerged in a 37.1 c water bath. Thermistor temperature reading accuracy is +/- .3c per the vigilance manual; the thermistor reading was found to be out of specification per our vigilance manual. The thermistor resistor resistance was correct. Thermistor circuit was continuous. There were no open or intermittent conditions. Thermistor connector was opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage observed. All through lumens were patent without any leakage or occlusion. Upon removal of the contamination shield, 2 kinks were observed approximately 49cm and 75cm from the tip. Indentations were also observed approximately 83cm from the tip. There was no visible damage observed from the returned monoject 1.5cc limited volume syringe. The customer report of incorrect temperature readings was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions.